Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection revealed pieces of the lead segments were returned along with extracting stylets. The proximal segment of the lead was stretched from 41 cm - 51 cm and the coil end displayed a ductile fracture. Analysis contributed this issue to pulling. Additionally, analysis confirmed the lead was returned without the lead tip.

Event description:
Boston scientific received information that during a biventricular upgrade procedure, the physician elected to remove the right atrial (ra) and right ventricular (rv) leads due to difficultly obtaining access on the opposite side. The ra lead was broken during the laser extraction of the rv lead. As a result, the lead tips were missing and it is possible that the lead tips were left inside the patient. To date, no additional adverse patient effects were reported as a result of this clinical observation.